Manufacturer narrative:
The customer's product is not expected to be returned. A follow-up report will be filed once the product investigation is completed. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor fell off and due to this he could not receive scanned results. He further reported that on (B)(6) 2018 he became ¿dizzy and had a headache¿ so he self-presented to an emergency room. Customer was treated with insulin and unspecified ¿fluids¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specification a prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre sensor fell off and due to this he could not receive scanned results. He further reported that on (B)(6) 2018 he became ¿dizzy and had a headache¿ so he self-presented to an emergency room. Customer was treated with insulin and unspecified ¿fluids¿. There was no report of death or permanent injury associated with this event.